Manufacturer narrative:
The t:slim x2 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer overcorrected and gave too much of a bolus. The customer inquired about stopping insulin on the pump. Tandem technical support assisted the customer with setting a temporary basal rate. The customer's blood glucose level was 185 (mg/dl). The customer declined further follow up from tandem technical support.